Event description:
Reportedly, during the pre-test, it was noted that the balloon was missing. No pt complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.